Event description:
Reportedly, on 7 of (B)(6) 2024, the power light of smartview hotsport remains orange and did not change to green even after a few minutes. Also, no data ware transmitted. On (B)(6) 2024, the same event occured. As moving the location did not improve the issue, the smart view hotspot (s/n: (B)(6) was requested to be returned to customer service. The returned smart view hotspot was used to check its operation on (B)(6) 2024, but the issue was confirmed to have reoccurred, so it was replaced.

Manufacturer narrative:
Analysis not finished yet.

Event description:
Reportedly, on 7 of august 2024, the power light of smartview hotsport remains orange and did not change to green even after a few minutes. Also, no data ware transmitted. On 14 of august 2024, the same event occured. As moving the location did not improve the issue, the smart view hotspot (s/n: (B)(6) was requested to be returned to customer service. The returned smart view hotspot was used to check its operation on (B)(6) 2024 and (B)(6) 2023, but the issue was confirmed to have reoccurred, so it was replaced.

Manufacturer narrative:
Upon receipt, the returned smartview hotspot was tested and the reported behavior was confirmed, as the status light remained orange and communication was not possible. - the observed issue could be caused by flash memory or operating system corruption, which is preventing the device from booting properly. - however, the first cause of this problem could not be fully identified, as the smartview hotsppt in question is permanently damaged. - this case is recorded for trending purposes.